Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Antibackup spring. The ec45 device was received for analysis with no visual non-conformances and with a cartridge reload loaded in the device. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. After further inspection of the device, it was noted that the firing mechanism was not working properly as the device was returning to the home position after 1 stroke. The nozzle was removed and it was found that the antiback-up spring was stuck in the antiback-up plate, not allowing the firing mechanism to work properly. The spring was untangled from the antiback-up plate and the device was tested for functionality with the returned reload. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the antiback-up spring and antiback-up plate became tangled, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a gastrectomy procedure, the device would not staple but cut. When the surgeon tried to use the stapler with the first reload, the stapler cut but didn't staple. The surgeon used immediately a new stapler to finish the procedure. There was no important bleeding. There were no adverse consequences for the patient.